Event description:
Performed a multi-level posterior cervical fusion (c3-c7). Surgeon used a large ii infuse kit with a competitors product called vitoss and the pt's blood. 1 to 2 days post-op surgeon noticed swelling. There were no respiratory prpblems. "Tapped" to check for infection multiple times. Results were negative. Surgeon elected to re-open the operative site and "wash out" the wound. 1 to 2 days after the "wash out" procedure the pt was discharged. The cause of the swelling is unknown.